Event description:
According to the initial information received, on (B)(6) 2011, a patient who a large ductal ampulla (2-3mm at its narrowest) was implanted with a 6/4mm amplatzer duct occluder (ado). A post-implant angiogram showed stable device position with significant, residual flow through the device. Two hours post-implant, the patient experienced diminished bilateral foot pulses. A chest x-ray showed the ado had embolized to the distal aorta. The patient was admitted for immediate surgery and the ado was percutaneously retrieved. At that time, an 8/6mm ado was successfully implanted. Following the second procedure, the patient continued to have a reduced femoral arterial pulse in the right leg but blood pressure and pulse were evident on doppler.

Manufacturer narrative:
Aga medical could not evaluate the product involved in this event since it was not returned to us. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The device was used prior to expiration (jun-2015). Aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. The results of this investigation are inconclusive because the device was not returned for analysis and medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
Additional information is expected and will be submitted upon the conclusion of our investigation.